Event description:
A report was received that the patient was experiencing burning/pain at the pocket site and the ipg was getting hot in the pocket. The patient underwent a revision procedure wherein the ipg was replaced. The physician could not confirm if there was device malfunction on the ipg. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The root cause of the burning sensation and pain at the pocket site could not be determined. The maximum operational temperature and maximum temperature during charging cycles were within the limit. It was verified to have no loss of electric current into the surrounding tissue as a result of faulty insulation. Sterilization record did not find any anomalies or deviations that potentially relate to the reported event. The ipg passed all the required tests and revealed no anomalies.